Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm and fluid ingress of the heartmate 3 system controller was unable to be confirmed as no product was returned and the submitted log files show the system operating as intended. The log files contained silence alarm button pressed events throughout the log file. These events do not have any impact on the system but can fill up the log file quickly. There were no other notable events captured. The provided information indicated the system controller was dropped into the toilet before the yellow wrench alarm activated. Multiple attempts were made to obtain additional information regarding if the patient was using their consolidated or shower bag at the time of the event, if the system controller was exchanged, and if there will be any product returned; however, no additional information has been received, and to date, no product has returned for further evaluation. A root cause for the yellow wrench alarm and fluid ingress could not be conclusively determined through this analysis; however, the fluid ingress is likely due to dropping the system controller in a toilet. The device history records were reviewed, and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all alarms associated with the yellow wrench. The heartmate 3 instructions for use section 2, entitled ¿system operations¿, warns the user to keep the system controller power cables dry and away from water or liquid to avoid damage to the equipment or serious electric shock. This section also states the pump may stop if external system components contacted water or moisture. The heartmate 3 instructions for use section 6, entitled ¿patient care and management¿, gives instruction on how to properly use various wearable accessories to securely hold external system components such as the system controller. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient dropped system controller in the toilet on (B)(6) 2024 morning with subsequent yellow wrench alarm. Pump was at the time running without issue however device interrogation limited to events starting only on (B)(6) 2024 around 530 am. No active alarms were noted. International normalized ratio (inr) was 2.5. Log file contained data from (B)(6) 2024 at 5:07:37 - 9:53:53. There were 246 silenced alarm button pressed events recorded during this period. These events were filling the event history but were not showing up in the alarm history screen of the monitor. These events were likely occurring unintentionally due to the how the patient was wearing the equipment, or they may also be due to a malfunction due to water damage. Plan was to exchange the system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.